Event description:
Patient reports having trouble with both knees since primary surgery. Patient reports more pain in left knee. Patient reports in 2011 left knee gave out when walking and caused her to collapse and break bones in foot and toe. Patient is planning to have revision surgery of left knee first in the near future.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient reports having trouble with both knees since primary surgery. Patient reports more pain in left knee. Patient reports in 2011 left knee gave out when walking and caused her to collapse and break bones in foot and toe. Patient is planning to have revision surgery of left knee first in the near future.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was confirmed. -medical records received and evaluation: a review of the medical records by the consulting clinician indicated "there is no examination of the explanted insert. In this obese female with sickle cell disease, revision to a larger left tibial insert eight-and-a-half years post-surgery for instability was not likely due to factors of faulty comment design, manufacturing or materials. The implants used in this case were not subject to a recall." Conclusions: the root cause could not be determined due to the minimal information received. A review of the medical records by the consulting clinician indicated "there is no examination of the explanted insert. In this obese female with sickle cell disease, revision to a larger left tibial insert eight-and-a-half years post-surgery for instability was not likely due to factors of faulty comment design, manufacturing or materials. The implants used in this case were not subject to a recall." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient reports having trouble with both knees since primary surgery. Patient reports more pain in left knee. Patient reports in (B)(6) left knee gave out when walking and caused her to collapse and break bones in foot and toe. Patient is planning to have revision surgery of left knee first in the near future.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: (B)(4), simplex p with tobramycin 1 pack, mb0007; (B)(4), kmax stem extndr (s,m,l,xl) 40mm, lcm775; (B)(4), scorpio ps femur m/s w/posts lfit, k05h1002; (B)(4), scorpio ts mod. Tib. Tray, eammla; (B)(4), scorpio u-dome patella, unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.